Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented on (B)(6) 2020 to a follow up appointment with loss of capture on their right ventricular lead. Interrogation on the patient's device was performed on (B)(6) 2020 and found the lead was still exhibiting loss of capture and also varying r-wave sensing amplitude. An x-ray did not reveal any lead dislodgement. Physician explanted the lead and replaced it with a new one on (B)(6) 2020. Patient condition post-procedure was stable.